Event description:
It was reported that on (B)(6) 2020 the trocar was jammed in the aiming arm and a mallet was used to free the trocar from aiming arm. Another aiming arm and trocar were used to complete the procedure. The patient status was good after procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: intraoperative event date unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is company representative. Investigation summary: customer quality investigation: the instrument(s) was not returned, and the investigation will be completed based on the supplied image(s) from the attachment(s) located in notes & attachments section of the product complaint. The image(s) was reviewed, and the complaint condition of unable to disassembled was confirmed as the image(s) showed the sleeve being slightly deformed along the teeth of the instrument which would hinder the functionality of the device when being assembled with the aiming arm and locking device. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history: part number: 03.037.017, lot number: 9554329, manufacturing site: (B)(4), release to warehouse date: 09. July 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail advanced (tfna) insertion on an unknown date, the tfna blade/screw guide sleeve was getting hung up on the aiming arm. A mallet was used to separate the guide sleeve from the aiming arm. The procedure was successfully completed with 10 minutes surgical delay. There was no patient consequence reported. Concomitant medical products: unknown tfna nail (part # unknown, lot # unknown, quantity 1), unknown buttress compression nut (part # unknown, lot # unknown, quantity 1). This is report 1 of 3 for (B)(4).